Event description:
Upon query, add'l info was received from the customer. The physician attempted closure of the arteriotomy with the closer s tsl 6 fr device. The physician was not able to advance the device, and when he attempted to withdraw the device, it separated at the foot. The operator was not able to retrieve the distal portion with hemostats, so the pt was taken to surgery for device removal. The distal portion of the device was successfully removed, but the pt remained in the hospital extra time for monitoring. The pt has recovered without further complications.